Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for non-malignant pain reported since november or longer the recharger screen looked like it was charging but the implantable neurostimulator (ins) never got charged. The recharger and patient programmer (pp) were used with the device with the pp showing the poor communication screen. When the recharger was used it was unable to communicate with the ins. The patient was asked when the last successful recharging session was but they didn't know. The reason for not charging was due to being sick with the flu (which wasn't related to the device). No patient symptoms were reported. A couple of months later the consumer reported they ended up replacing the device on (B)(6) 2016 due to an overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.